Manufacturer narrative:
It was reported that the introducer bent while inside of a patient. Despite multiple good faith attempts the reporting facility was unable or unwilling to provide additional information to the manufacturer. No further details related to the incident are known at this time. No sample has been returned to the manufacturer for evaluation and a root cause could not be determined at this time. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the introducer bent while inside of a patient.